Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that transmitter did not blink when connected to the sensor, when he removed the sensor it was without cannula. Customer also reported skin irritation in the local where the adhesive was fixed. Customer¿s blood glucose was unknown at time of incident. Product will not be return for analysis.